Manufacturer narrative:
Additional information which was received on nov 5, 2020. This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. The manufacturer received other source documents for review. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on an unknown side and underwent revision surgery due to aseptic loosening of the stem.

Manufacturer narrative:
Investigation results were made available. Event description: it was reported that the patient was implanted on (B)(6) 2007 with a total hip replacement and was revised on (B)(6) 2020 due to aseptic loosening of the stem. Harm: s3, loss of fixation / non-integration. Hazardous situation: loss of fixation or non-integration of an implant. Review of received data: no medical data relevant to the case has been received. Due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Ncr(s): no ncr with a potential correlation to the reported event was found. Conclusion: it was reported that the patient was implanted on (B)(6) 2007 with a total hip replacement and was revised on (B)(6) 2020 due to aseptic loosening of the stem. Neither x-rays, operative notes, office visit notes, nor the explant or photos of the explant were received; therefore, the condition of the device is unknown. Patient factors that may have affected the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Based on the investigation the reported event cannot be confirmed. No medical documents have been received to support the reported event. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). In conclusion, as the cause may be multifactorial an exact root cause could not be identified for the reported event. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
Investigation results are now available.

Manufacturer narrative:
Additional information which was received on nov 5, 2020. This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. D11 - medical product: shell porous with cluster holes 62 mm o.d. With calcicoat ceramic coating; item# 65-6200-62-22; lot# 60005957. Femoral head sterile product do not resterilize 12/14 taper; item# 8018-36-03; lot# 60658108. Liner standard 3.5 mm offset 36 mm i.d. For use with 62 mm o.d. Shell; item# 630506236; lot# 60647752. D11 - therapy date: (B)(6) 2020. The manufacturer received alloclassic cementless stem revision details and analysis report on alloclassic cementless stem(final mhra) for review. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the unknown side and underwent revision surgery due to aseptic loosening stem.

Manufacturer narrative:
The manufacturer did not receive x-rays for review. Other source documents were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Alloclassic cementless stem and durom cup used in 26 primary surgeries, in that 6 cases were revised.